Manufacturer narrative:
Corrected: b5. Corrected: h6 - health effect - clinical code.

Event description:
It was reported patient's lead was causing patient pain due to lead appearing lateral. Surgical intervention was undertaken wherein the leads were explanted to address the issue.

Event description:
It was reported patient experienced pain at the lead site due to lead appearing lateral. Surgical intervention was undertaken wherein the leads were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.